Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead exhibited unstable thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.